Event description:
Reporter indicated that the serial cable on his vns therapy programming wand was causing communication difficulties. He stated that the cable was wound up tight and there was a kink that may be causing the communication difficulties. Wand was subsequently returned to manufacturer for product analysis. During analysis the reported issue, broken serial cable, was confirmed. The serial cable, which produced communication errors, had an open conductor. A known good bench serial data cable was substituted and all communications errors cleared.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.